Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a breast surgery on (B)(6) 2021 and topical skin adhesive was used. The next day noticed redness, swelling, and itchiness up to a week after. One week follow up, patient was given steroids and was told to use petroleum jelly and acetone to remove adhesive. She tried to remove and when she touched the adhesive, a systemic reaction was initiated and she developed hives all over body. Her skin is peeling and when she started trying to pull off the adhesive, she peeled part of her nipple. Patient saw dermatologist.